Event description:
3 patient cases attempted use of these 8 ligasure divider sealers (all laparoscopic-assisted vag/hyst w/bilat-salpingectomies). As devices read end-of-life and not useable, many handpieces had to be gone through to find one that would work, resulting in case delays.